Manufacturer narrative:
The device was returned to olympus for inspection where the reported failure was identified. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The electrosurgical generator esg-400 was returned to the service center with a report of an internal error. This does not indicate a reportable event. However, a reportable failure was found during testing at the service center. During inspection of the device, an e433 error was produced because the generator board has failed. There was no patient involvement.